Event description:
Development of implant-associated anaplastic large cell lymphoma of left breast. Pt had allergan biocell textured implants placed (B)(6) 2016 in sub pectoral position. FDA safety report ID # (B)(4).